Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The root cause of the myocardial infarction could not be definitively determined based on the information available. There was no ivl malfunction reported. The cec determined that the mi was possibly related to the study device and definitely related to the procedure. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
This event was reported to shockwave through the post-market empower cad clinical study. A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the proximal left anterior descending (lad) artery. Forty pulses (40) were successfully delivered at 4 atm, and two stents were successfully placed. No ivl malfunction was reported. A myocardial infarction (mi) occurred on the same day as the index procedure, following the procedure. An EKG was obtained, and heparin was administered heparin. After the administration of heparin, the patient's condition stabilized, and they were discharged two days (2) later. The clinical events committee (cec) adjudicated this event and confirmed that a non-st-elevation myocardial infarction (nstemi) was attributable to the target vessel. It was determined that the mi was possibly related to the study device and definitely related to the procedure.